Event description:
It was reported that a patient was experiencing a loss of therapeutic effect. The first day after implant was good and her trial was successful. The patient stated that she was having a lot of problems with the programmer that started on the second day, including seeing a question mark on the screen of the programmer that was no longer there. The patient started her device at 2.0 v, but after 5 days she had changed it to 3+ v. The patient reported having to increase stimulation higher and higher to achieve benefit. The patient had trouble with retention as the day "is longer" but would adjust every day anyway. The patient reported that late night retention had not been addressed but was not sure if being nervous or upset may have had something to do with it. Two days later it was reported that the stimulation was intermittent. The patient reported not having therapeutic effect. The patient also stated that the programmer worked one day and then it stopped working. The patient was not going to the bathroom and was still having incontinence issues. The patient reported that gas-x seemed to help release the urine. The patient was programmed at 3.9 v on program 3. The patient had tried increasing the stimulation in that program but it did not work. The patient changed to program 4 at 3.5 v and was going to monitor symptoms. The patient was scheduled for an appointment on (B)(6) 2012. On (B)(6) 2012, it was reported that the patient did not have any concerns with her device or therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v999673, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).